Manufacturer narrative:
Lot # 60125387 and 1134243. One single-use device was received for evaluation. A visual inspection was performed and a loose hair was observed inside the sealed packaging. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots 60125387 and 1134243. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 9 malfunction events. It was reported that nine repeater pump tube sets had particulate matter. In eight of the events, the particulate matter was observed inside the tubing. In one event, the particulate matter was further described as a hair inside the packaging. For all nine of the events, there was no patient involvement. No additional information is available.